Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range, the impedance trend on the atrial pacing lead was rising, and atrial pacing capture threshold was elevated. Atrial capture threshold consistently between 1.6 and 1.8 v. Atrial pace impedance 1235 ohms by (B)(6) 2015. Atrial pace impedance consistently increasing from 513 to 1235 ohms from 27-may-2014 to (B)(6) 2015. (B)(4).

Event description:
It was reported that the atrial lead exhibited high thresholds and a steady increase to a high pacing impedance. A lead fracture was suspected. The atrial lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. The lead was returned severely stretched and with severe explant damage.